Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys procedure set (single) was used in hydrothermablation (hta) procedure performed on (B)(6) 2016 under general anesthesia. According to the complainant, during cool down phase of the procedure the physician withdraw the sheath too early and cervical leak was noted. It was reported that patient sustained second degree burn and was sent to the wound clinic. The procedure was completed using another of the same device. An additional attempt has been made to obtain follow up event details with no response from the clinician.